Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the arm. Blood glucose was reported to have increased above 800 mg/dl. The patient reported ¿being out of it¿ and had to contact a neighbor for assistance, who then contacted emergency medical services. The patient was subsequently transported to the hospital via ambulance and admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous fluids and long-acting insulin infusion administered based on a sliding scale. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026. The pod involved was removed and discarded at the hospital, so it is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.